Event description:
It was reported that deflation issue occurred. A 7.0mmx40mmx80cm (4f) sterling balloon catheter was advanced to the lesion. After inflation, the balloon would not deflate. The device was removed via vessel cutdown and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the sterling was received with a 4f cordis introducer sheath. The sterling was in the lumen of the introducer sheath. The introducer sheath was buckled near the hub. There was blood in the wire lumen and balloon. The balloon was partially deflated, as-received. The distal end of the balloon was bunched-up. There was no evidence of any proximal bond anomalies. The shaft buckled adjacent to the proximal end of the proximal balloon weld. The inner shaft was completely separated 4.5cm proximal of the proximal balloon weld. The fracture surface was jagged and stretched, which suggests that the separation may be related to tensile overload. The outer shaft was necked-down 68.5cm from the hub. The outer shaft was stretched from the proximal balloon weld to 68.5cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was performed by connecting an inflation device to the hub and pulling negative pressure; however full deflation was not possible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deflation issue occurred. A 7.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced to the lesion. After inflation, the balloon would not deflate. The device was removed via vessel cutdown and the procedure was completed. No patient complications were reported and the patient's status was fine.